Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded, single-piece spherical monofocal intraocular lens (iol) with a power of 22.5 diopters was surgically implanted in a patient on (B)(6) 2025, and the patient was discharged on (B)(6) 2025. During a reexamination on (B)(6) 2025, the loop of the lens was found to be broken. A second surgery was performed in (B)(6) 2025 to remove and replace the lens. No further information is available.